Manufacturer narrative:
G2. Foreign: cn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a spinal cord stimulation (scs) patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulator power was exhausted. Premature battery drain was reported. It was noted that the issue was resolved. No symptoms were reported, and the patient was alive with no injury.

Event description:
Additional information was received. Regarding whether the ins will be replaced, it was stated that the patient was still considering whether to continue using the product for treatment. Information confirmed by the physician / account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that as of (B)(6) 2025, it was unknown when the patient's next appointment with their health care professional will be to decide if the ins will be replaced.